Manufacturer narrative:
The initial reported event of ¿fracture¿ was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. The lead was previously on a legal hold, but analysis has now been completed and this report is being submitted solely for that reason. No patient complications have been reported as a result of this event. Evaluation summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reported event of ¿fracture¿ was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. The lead was previously on a legal hold, but analysis has now been completed and this report is being submitted solely for that reason. No patient complications have been reported as a result of this event.